Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had a ¿catheter test¿ approximately the end of 2013 or early 2014 with their hcp and noted that their blood pressure dropped so low after the test that they had to be admitted to the hospital. The medication in the pump at the time of the event was not specified. [Please refer to manufacturer's report # 3007566237-2012-01022 for details regarding the cathter test].